Event description:
It was reported that upon opening package clear tubing was cut. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) complete triple dpt - vamp adult kit . Kit appeared not used. Tubing was found completely broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. (B) (4)